Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The image was not present due to a printed circuit board failure. A more thorough physical evaluation revealed no damage to the device, no dust accumulation nor water invasion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for an endoscopy procedure, the olympus video system center was intermittently losing its image. According to the initial reporter, the case was completed using another device without any patient harm and only a minor (<15 min) delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the reported phenomenon, ¿sometimes, image does not appear¿, occurred due to a faulty patient circuit (ap or dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.